Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause and treatment of peritonitis was not reported. Outcome of peritonitis was unknown. Pd therapy was maintained. No additional information is available.

Manufacturer narrative:
On the same day as the initial peritonitis onset, the patient began unspecified antibiotic treatment for the event (doses, frequencies, and routes were not reported). On an unreported date, the antibiotic treatment was discontinued. It was reported that upon discontinuing the antibiotic treatment, the patient¿s peritoneal dialysis (pd) effluent became cloudy again indicating that the patient had not recovered from the peritonitis event. Subsequently, three weeks after the initial onset date of the peritonitis, the patient visited the hospital and was re-admitted for the peritonitis event which was manifested by the cloudy pd effluent. No further should additional relevant information become available, a supplemental report will be submitted.